Event description:
The customer observed non reproducible, and higher than expected vitros tropi es results obtained from a patient sample processed on a vitros eci system. Vitros tropi es results of 0.133 and 0.107 ng/ml vs. A correct result of <0.034 ng/ml were predicted from the patient sample. The higher than expected vitros tropi es results were not reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-repeatable and higher than expected vitros trop I es results were obtained from a patient sample processed on the vitros eci system. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation could not confirm that the sample was processed in accordance with the sample collection device manufacturer's recommendation. Therefore, poor sample processing cannot be ruled out as a contributing factor. A definitive root cause for the event could not be determined.